Manufacturer narrative:
A patient death was reported to abbott. The cause of death is unknown. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had passed away due to an unknown reason. There were no known complications during the initial implant procedure or after that. No further information is available at this time.